Event description:
Since five days ago, three ballard trach care closed suction catheters ref # 25-2210 have come apart at the point where the catheter attaches to the suction control valve leaving the catheter inserted in the pts endotracheal tube.